Manufacturer narrative:
Citation: xie zhi-qiang,guan jian-xiong,kuang ye-xing. The clinical study of interventional treatment of onyx gel on arteriovenous malformation of brain. Medical innovation of china vol.11, no.7 mar ,2014. The purpose of this study was to investigate the clinical value of onyx for treating avms and its technical points. Twenty five patient were treated with the onyx an analyzed retrospectively. All patients recovered their health gradually after treatment. All patients were followed up 6-12 months. The authors concluded that the application of onyx gel embolization in avms has better efficacy. Within this abstract, there was limited information available. The locations of the avm's treated, patient information, device information, contact information for the author were not reported. There was no confirmed defect or device deficiency in this abstract as there were no device failures reported. Perforations of the vessel or arterial walls are known risks of the procedure and are included under potential complications in the mirage guidewire instructions for use (IFU). The cause of the vessel perforation cannot be reliably determined; however, per the reported information, review of IFU, and review of literature to investigate the event, the most likely cause for the perforation is procedure related.

Event description:
Medtronic received information through literature review that during the procedure, the mirage 0.008 wire punctured a blood vessel. The patient was undergoing treatment for an arteriovenous malformation (avm) of the brain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.